Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented with exit block approximately 6-12 months after implantation, despite the lead having been implanted appropriately. Imaging showed no abnormalities in lead position. It was noted that measured lead impedances were within normal ranges; however, the pacing threshold was elevated, and sensing amplitude was low. After reprogramming the associated device to unipolar configuration, the simulation parameters improved. Furthermore, this lead exhibited loss of capture (loc) potentially due to micro dislodgment. The lead was subsequently explanted. No additional adverse patient effects were reported. This rv lead was retained by the healthcare facility; therefore it is not expected to be returned for analysis at this time.

Manufacturer narrative:
The product was not returned for analysis as it was returned by the healthcare facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.